Event description:
Livanova deutschland received a report that, during a procedure, the electronic gas blender went from 0.4 to 10l spontaneously. Medical team set the gas flow between 0.5-1.2 l/min and an fio2 of +/- 30%. Due to the the setting the alarm ¿gas settings not valid¿ was displayed regularly. Then the gas blender displayed a gas flow of around the set value. Medical team changed the gas flow from 1.0 to 1.2 l/min using the plus sign and 3 minutes the pco2 drop drastically quickly on the cdi. Medical team looked to the settings on the cockpit and gas blender and in both the setting was 10 l/min. Medicai team set the gas flow on the cockpit back to the desired settings. Looking back, around the time that the setting went to 10 l/min, there was a message that the gas setting was not valid. Between adjustment of the gas flow and the sudden setting of 10 l/min, the gas flow settings were not modified. After that the gas blender functioned as before. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Based on the information provided, the user set the egb to air+ o2 between 0.5-1.2 l/min and fio2 of 30%. This combination of set values is outside the operating range as specified in the device IFU. This is also confirmed by the error message "gas setting not valid'" displayed on the hlm cockpit. Indeed, the reported error appears when the flow of fio2 and air+o2 is configured incorrectly by the user, causing the device to operate outside its prescribed range. Based on the above facts, a hardware malfunction can be ruled out and the issue has been traced back to a user error. Based on the fact that no injury occurred and that the event was solely caused by user error, the event is reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.